Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. Pre-implant aneurysm and vessel morphology are unk. The pt was considered to be a poor surgical candidate. It was reported that the aneurysm recently developed a proximal endoleak, and the physician requested two 32 mm diameter x 4.5 cm covered length talent cuffs to ensure an adequate seal. The two cuffs were implanted in 2003. It was reported that the pt tolerated the procedure well, had no apparent complications, and was discharged.